Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged right after implant. The rv lead was revised immediately after the procedure and remains in use. No patient complications have been reported as a result of this event.